Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on-site, confirmed repeated error 48245, and replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The illuminator was analyzed and found to have errors. During in-house testing, when reviewing the remote fe, there was an error 48245: the illuminator lamp failed to ignite. The technician installed this unit on the printed circuit assembly (pca) si test system, and it powered on showing no errors. However, the light from the unit failed to turn on. The unit was powered down and inspected; the lamp module was burnt. The complaint was confirmed based on the field evaluation/failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e1 is blank because information is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, repeated recoverable error 48245 occurred when the customer attempted to turn on the illuminator. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the phone call, the customer performed hard power cycle on the vision side cart (vsc), but the issue was not resolved. The isi tse confirmed repeated recoverable error 48245 in the logs indicating the illuminator could not be ignited. The procedure was completed by using external laparoscopic device. There was no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering the system. An external laparoscopic device was used due to an illuminator issue. The patient tolerated the change.